Event description:
Patient representative reported "mass in the right breast." Pathological markers were provided as cd30+ and alk-.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "bia-alcl" and "mass" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Date of diagnosis: (B)(6) 2019. Healthcare professional: (B)(6).

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to "bia-alcl." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side "bia-alcl." Pathological markers were not provided. Device has been explanted.